Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Test exterior physical visual inspection was performed and passed to. Voltage measurement was performed and failed. A review of the share log was performed and signal loss was not found. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.